Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). On 18th august 2017 arjohuntleigh has become aware of a customer complaint where it was reported that when transferring a resident from bed to shower chair utilizing toilet sling, the resident slipped out of sling and fell. It was indicated that during the course of the transfer the resident moved her hands and arms from the outside of the sling into the inside of the sling and then slid out of the sling falling toward ground and hitting head on the floor. Fortunately, no serious injury occurred. As a consequences, the resident sustained a subdural hematoma and small laceration to side of head. No malfunctions of the sling were reported. However, the sling involved with this incident has been put back into circulation by facility, therefore was unable to evaluation by arjohuntleigh representative. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate for reportable complaints claiming this failure mode is considered to be low. Based on product knowledge and review of previous complaints there is no possibility of a person to slide out of the sling during on label use of the device. There are few factors that could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling loop detaching or not being attached to the lift device before starting the transfer. 4. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Following the information gathered, the second above scenario is related to the investigated event. It should be emphasized that it was reported that during the course of the transfer "the resident moved her hands and arms from the outside of the sling (hug position) into the inside of the sling (hands to rest on thighs) and then slid out of the sling". Product's instruction for use (IFU) which is provided with each device provides written and pictographic guidance of proper clip attachment and instructs: "make sure that the resident's arms are outside the sling." Please note that the sling instruction for use contains the following warnings in order to diminish possibility of patient slipping out of the sling or any other misuse: "warning: to avoid injury always read this instruction for use and accompanied documents before using the product. Mandatory to read the instruction for use." "Warning to avoid the resident from falling, make sure to select the correct sling size according to the IFU". "Warning to avoid injury make sure that the resident is not left unattended at any time." From this evaluation, it would appear most likely that the event was caused by the user not following the IFU. To conclude, toilet sling was used for patient's care and in this way contributed to the alleged event. No defect has been found, but since the slipped out of sling was indicated, it can be stated that the sling did not meet its performance specification. No serious adverse event occurred. We report this event to competent authorities as falling to floor may result in serious injury if would recur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
Arjohuntleigh received customer complaint where it was reported that during resident ((B)(6) years old female) transfer from bed to shower with toileting sling, the resident moved her hands and arms from the outside of the sling (hug position) into the inside of the sling (hands to rest on thighs) and then slid out of the sling falling toward ground and hitting head on the floor. As a consequences of the event resident sustained hematoma and small laceration of a head.